Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to incorrect spring material caused by a vendor issue. This issue has been addressed in CAPA-(B)(4). If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the motor device was not holding the cutter device. During in-house engineering evaluation, it was determined that the device would not secure the cutter due to the cutter being damaged, the device rotated in the unlock position, the cutter disengaged in the lock position and the springs in the burr lock were severely rusted. The device also failed pre-tests for temperature assessment and safety check assessment. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
It was inadvertently missed in the initial report that the device also failed cutter assessment at pretest. If additional information should become available, a supplemental medwatch report will be sent accordingly.